Event description:
Per the clinic, the patient developed otitis media in 2009. The physician did a tympanostomy and was administered oxacephems intravenously along with an oral antibiotic (type not reported). Five days later, the patients head was swollen at the site of the implant. The physician discharged the pus and mrsa was detected. She was admitted to the hospital in the next day, and was administered vancomycin hydrochloride intravenously until four days later. Patient was explanted in the next day. Reimplantation is planned but had not taken place at the time of this report.